Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The father contacted the clinic that his daughter stopped hearing with the device since beginning of november. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information and in situ measurements from the field, it seems that the reported issue is likely related to an air bubble over the reference electrode. The concerned device was explanted but has not been received for investigation yet.

Event description:
The father contacted the clinic as his daughter stopped hearing with the device since beginning of november. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
The father contacted the clinic as his daughter stopped hearing with the device since beginning of november. The recipient has been re-implanted.